Event description:
It was reported that the intra-aortic balloon (iab) leaks. As a result, the counterpulsation was stopped for a critically ill pt.

Manufacturer narrative:
The event was initially believed to be asr reportable through our exemption for balloon ruptures. However, upon device evaluation, the event was found to be due to a malfunction other than a balloon rupture. Evaluation: the intra-aortic balloon (iab) was returned for evaluation. The pump tubing & guidewires were not returned. There was a slight amount of blood on interior & exterior surfaces of iab. Central lumen was bent approximately 23 cm from distal tip. Flex tip assembly was bent/kinked approximately 1.5cm from distal tip of iab. A guidewire was fed thru both ends of central lumen. A vacuum was pulled on iab & did not hold. One-way valve was vacuum gauge tested & passed. Iab was submerged & pressurized in water. Bubbles exited distal tip of iab indicating a leak in central lumen. Central lumen was blocked at both ends & no other leaks were detected. Bladder was cut down for further evaluation. Flex tip assembly was broken approximately 1.8 cm from distal tip of iab. A device history record review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. The cause of the complaint was a broken central lumen in the flex tip area. The break appears to have occurred from repeated bending of the tip of the iab.